Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due helix extension issues. The lead was removed after multiple positioning attempts prior to pocket closure. A similar lead was used to complete the procedure. Upon receipt at our post market quality assurance laboratory the helix and difficult-to-position allegations were confirmed based on the x-ray observation of a fractured cathode inner coil near the terminal end. Had this lead been implanted this would be likely to compromise critical therapy, posing risk for the patient.